Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation primary with mentor memorygel, 550cc breast implant has experienced bilateral wound infection postoperatively. The patient is having fever, temperature and pain on the chest and it goes all the way to the back. Patient is taking ibuprofen. Patient had a mammogram examination and showed inflammation (not sure which side). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the left prosthesis

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).